Manufacturer narrative:
(B)(4).

Event description:
Procedure type: anterior resection of the rectum according to the reporter: after squeezing the handle and turning the wing nut to fire the device, the doctor found it was difficult to remove the instrument from the rectum. For the removal, the anvil was detached from the device and additionally, the tissue around the anastomosis site, including the area where the anvil was placed, was cut. Using another device to perform the anastomosis again, the case was completed. Additional tissue was resected. There was tissue damage. There was no bleeding over 500ml.